Event description:
Hospital advised this pump was involved in an incident of spontaneous secondary infusion vtbi change, supported by a burette audit and biomedical observation. There were no pt consequences. No add'l pt info was available.

Manufacturer narrative:
The pump was evaluated by the MFR. The error log was checked and found to be empty. Both channels were operated for several hrs, beginning with vtbi of 9999ml.; the rates were kept the same as the stored infusion data. The vtbi display was checked at 96, 120, 144, and 168 hrs and the display read as expected. The reported complaint could not be confirmed or duplicated. The instrument is designed to meet the requirements of hew/FDA mds-201-0004 established fror electric field, magnetic field and transient susceptibility. Corrections were made to sections d-6 and 9.